Event description:
The following was reported: patient had bilateral manipulation under anesthesia. Left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #6l; cat# 5517f601; lot# unknown, tritanium bplate triathlon s6; cat# 5536b600; lot# unknown, tritanium patella-asymmetric; cat# 5552-l-320; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.